Event description:
It was reported that during a gastroplasty procedure, the devices presented failure during stapling. A noise was heard as if the device broke. The device did not staple or cut the tissue. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 10/14/2008. Evaluation summary: the analysis showed that the device was received with the clamping mechanism damaged and with a reload in the device. The reload was received fully loaded with staples. The returned device was found to be non-functional due to the damaged clamping mechanism. The device was disassembled to verify the condition of the internal components and the yoke where engages with the closure tube was found damaged. No functional test could be performed due to the condition of the device. However, the device could be opened by using reverse force between the handle and tube. In addition, the returned reload was tested for functionality with a test device and the device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.